Event description:
The customer reported that their telemetry system failed to provide an audible alarm for a low battery condition. The staff alleges that the pt passed away as a result.

Manufacturer narrative:
Spacelabs contacted the hospital's risk manager, who was able to offer little info on the alleged incident. She did state that the hospital is not reporting any malfunction, the equipment performed as programmed to the best of her knowledge. No specific model number or serial number info is available from the site. The hospital's concern involves the configuration of the default alarm settings in the telemetry system, the low battery audible alarm had been set to off. The hospital has been told that (B) (4) requires all audible alarms to be functional. In this case the factory set default for the low battery audible alarm had been changed by the hospital to off. The hospital has confirmed that the visual, on screen low battery alarm was functional. The product labeling does not describe proper use of the configurable settings and does restrict access to these settings. The hospital biomed has already corrected this issue and returned the low battery audible alarm default setting to on. No further service was required. All equipment is currently in use monitoring patients. This report is considered final and the issue closed.